Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead had high impedance. The right ventricular lead was capped and replaced on (B)(6) 2019.

Manufacturer narrative:
A partial lead was returned in one piece measuring 11.0 cm. Unable to perform impedance test due to the condition of the partial lead as received. Electrical testing did not find any indication of conductor fractures or internal shorts. Damages found were consistent with those occurring during procedure.